Event description:
It was reported that the patient with this pacemaker device was seen at the clinic for the follow-up visit. The physician stated that during the visit, something went wrong with the pacing threshold testing. The patient became agitated and immediately pressed cancel; however, the physician could not rule out an operating error. It was noted that during the right ventricular (rv) stimulation threshold test, there was loss of capture (loc) noted. The loc after the first pvp, the device switched back to ddd, since ap and vp are visible, but there was no capture, even though the output was set high enough. Technical services (ts) reviewed the data and stated that there were slightly fluctuating threshold value results ranging from 1.2 to 1.4v. The patient was symptomatic during the one of the threshold test. This device remains in service. No adverse patient effects were reported.